Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that non sustained right ventricular over-sensing determined to be due to t wave oversensing was observed on the implantable cardioverter defibrillator. The low frequency attenuation filter was programmed on. Further programming changes were recommended. The patient was asymptomatic.